Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free triiodothyronine (ft3) results for two patient samples. Patient sample 1 initial result was 9.35 pg/ml and the repeat result was 2.28 pg/ml. Patient sample 2 initial result was 11.0 pg/ml and the repeat result was 2.84 pg/ml. The initial results were not reported outside the laboratory. There were no adverse events. The ft3 reagent lot number was 178189 with an expiration date of 05/30/2015. The analyzer was serviced and liquid flow cleaning was performed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.